Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an ischemic stroke, targeting an occlusion in the distal m1 segment of the middle cerebral artery, the 5mm x 37mm embotrap iii revascularization device (et309537 / 23m145av) was the only device used as a stent retriever in the procedure. It was reported that several passes were performed using the combined technique. Pull resistance was felt during withdrawal of the embotrap iii device during the passes. Hemorrhage was found at the site where the embotrap iii device did not pass through (it was reported that there was a vascular malformation, but the detail is unknown at the time of the complaint reporting. Hemostasis was achieved by coil embolization. A part of the thrombus remained, but the procedure was terminated due to the hemorrhage. The patient was under post-operative monitoring and expired after a few days after the procedure. It was reported that hearing interview with the physician will be scheduled to get more details including the cause of death. Per the physician, the devices were used in accordance with the instructions for use (IFU). Continuous flush was maintained. The physician¿s comment on the relationship between the reported event and the product was ¿causality of the device is unknown.¿ on 30-jul-2024, additional information was received from the cerenovus representative. Per the information, ¿the sales representative initially understood as per the input from another physician that the hemorrhage occurred at a site other than the vessel where the embotrap contacted as, but this information needs to be confirmed with the physician who performed the procedure. The sales representative also initially understood that a vascular mutation occurred when the embotrap was pulled, affecting other vessels, and causing the hemorrhage, but this information also needs to be confirmed.¿ on 06-aug-2024, additional information was received. Per the information, "several passes were made" with the embotrap iii device.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23m145av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This complaint was thoroughly discussed with the medical safety officer (mso) on 29-jul-2024. Per the mso, it is clear the embotrap iii did not contribute to the hemorrhage which occurred during the procedure; ¿hemorrhage was found at the site where the embotrap iii did not pass through.¿ since there is no information on how many retrieval attempts were made, the residual thrombus left in the vessel does not suggest a device malfunction or performance issue. The incomplete procedure was terminated due to the hemorrhage. There is no evidence to suggest the embotrap iii contributed to the patient outcome of death. Difficulty in withdrawing the embotrap iii device through vessel requiring increased force could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. Per the event description, a hemorrhage was found at a site where the embotrap iii did not pass through. Based on the current information available, the embotrap iii did not contribute to the cerebral hemorrhage, as the device was not used the territory. It was also reported the target lesion was not fully recanalized, as part of thrombus remained but the procedure was terminated due to the hemorrhage. According to the embotrap iii instructions for use (IFU), the device is designed to withstand up to three retrieval attempts in any one vessel. There is no information on how many retrieval attempts were made and the residual thrombus left in the vessel does not suggest a device malfunction or performance issue. There is no evidence to suggest the embotrap iii device contributed to the patient outcome of ¿death.¿ the event was likely attributed to the procedural hemorrhage and/or the patient¿s index stroke. Based on this information and the assessment of the mso, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.